Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to blood glucose of 450mg/dl. Customer stated that they were hospitalized due to insulin pump not alarming no delivery and multiple set changes. The customer was hospitalized for diabetes ketoacidosis. The customer was treated with IV insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.